Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced tape not sticking issue due to perspiration on (B)(6) 2026. No further information is available.